Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observations not reported by the site were also identified. The instrument had a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have the main tube broken. A piece measuring approximately 0.105¿ x 0.147¿ was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the force bipolar cable broke. The force bipolar then became stuck inside the trocar. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the force bipolar instrument was on its first use therefore no apparent damage prior to using. Attempts were made to unlock it with the key, but it didn't fix the issue. The instrument was bent and wouldn't straighten out, so the trocar was removed from the patient as well as the instrument. Upon inspection, a wire was noted as sticking out of the instrument at the wrist. The instrument had to be broken in order to remove it from the trocar.

Manufacturer narrative:
Based on the claim against the product by the customer noting the force bipolar cable broke, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.